Manufacturer narrative:
Date of event: exact date unknown, event occurred a day before procedure.

Event description:
It was reported that the patients paddle lead had moved from the original placement and was not providing coverage in the areas of pain. The patient underwent a replacement procedure. The explanted paddle lead will not be returned.